Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-05744. The patient has an scs system for off-label use. It was reported one of the patient's 3166 leads (located in the supra-orbital area) had eroded through her skin. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the doctor buried the lead deeper and closed the wound. Both 3166 leads are being reported because it is unk which lead eroded through the patient's skin.

Manufacturer narrative:
On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. UDI(di): (B)(4).